Manufacturer narrative:
The product was not returned for analysis; therefore, the condition of the product could not be verified. A photo of the cartridge was provided. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The photo provided of the cartridge was reviewed. The photo appears to show a crack in the cartridge. The root cause for the customer complaint issues cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the shooter was tight pushing forward using the injector. The shooter was on top of the lens. A cracked cartridge was observed. There was no patient harm. The procedure was completed with another lens.